Event description:
Complainant alleged that during the incoming inspection of the product, the device did not display the ECG signal. The complainant indicated that there was no patient involvement in the reported failure.